Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was at home watching tv and suddenly ¿blacked out¿. The patient was asymptomatic prior to this. It was not specified what the cgm was displaying at this time. The patient¿s mother called 911. Once emergency medical services (ems) arrived, a bg meter reading was taken, however, no specific value was reported. The patient¿s mother stated she did notice at this time that the cgm and bg meter were discrepant (no other details were provided). The patient was wearing omnipod dash. Ems transported the patient to the emergency room. At the emergency room, the patient¿s bg meter reading was 60 mg/dl while the cgm was reading 180 mg/dl. The patient was treated with unspecified IV fluids. It was not specified when the patient regained consciousness during the event. The patient was discharged home later the same evening. The patient was ¿fine and doing well¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when ems was called. The reported glucose values fall within the d zone of the parkes error grid at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.